Event description:
It was reported that this pacemaker was found to be in safety mode. Longevity changes were also observed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found to be in safety mode. Longevity changes were also observed. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.